Event description:
Caller states the pt tested 1.5 inr on the coaguchek xs system and 2.7 inr on a comparison lab. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.